Event description:
While exercise specialist was ambulating pt with walker (which had oxygen tank on brackets on the front), pt lost her balance. The walker tipped forward and the lower bracket holding the oxygen tank struck the pt in the lower legs, causing bruising of the left shin and an open wound to the right shin.